Manufacturer narrative:
(B)(4). (B)(4). A batch review will be performed. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
A customer reported hearing an "intense noise" during cycle two of five. Subsequently, the customer noted standing liquid below the door of the homechoice machine. This event occurred during patient use, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition of a leak. The device was visually inspected and functionally flow tested under water at 8psi. Visual inspection found fissures in the device. Flow testing found leaks at the edges of the cassette. This testing confirmed the reported condition, as a crack was observed on the site. The cause was unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.